Event description:
Customer reported her keypad was scrolling without stopping. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.